Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material on the forceps elevator and the bending section cover was dirty. This finding was due to insufficient cleaning or handling of the scope. Additionally, discoloration was observed on the following unit components: up and down knob, right and left knob, universal cord and on the control unit. It was observed that the image guide protector and suction cylinder was shaved. It was also observed that the forceps channel port had a dent. It was observed that the forceps raising angle did not meet the standard value due to deformation of the elevator control lever. Lastly, a scratch was observed on the following unit components due to handling: scope connector cover, the grip, scope connector, suction cylinder cover, universal cord and on the plastic cover. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The user facility returned an asset evis exera ii duodenovideoscope to the service center. During a standard inspection and estimation of the returned device, the forceps elevator had foreign material and the bending section cover was dirty. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.